Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s contact called to report leaking during a supply change, believed to be coming from where the cartridge attaches to the connector. The cartridge and connector lot numbers were unavailable. The supplies were replaced, and the caller inquired about receiving replacement supplies due to concern about running low before the next scheduled shipment. The blood glucose was not affected, as the issue was identified during the supply change. No additional questions were reported. Arrangements were made to ship replacement connectors, cartridges, and infusion sets via standard shipping. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.